Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the staff noticed a portion of the rubber on the seal was chipped off upon inspection. The fragment was not found and not noticed during the procedure. The scrub nurse confirmed they followed the recommendation of the rep and slightly pinched the jaw of the instrument prior to handing the device to the assisting surgeon for insertion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there is nothing wrong with the clip applier. They were told to return all the instruments involved. They did not perform an x-ray to look for any materials. They do not believe the rubber shows up on xray. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no harm or injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal seal accessory was analyzed and found to have a section of the floating cylinder upper seal torn. The complaint was confirmed based on failure analysis.